Event description:
It was reported that the customer's insulin pump alarmed motor error. Caller stated that the drive support cap is flush on customer's insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.